Manufacturer narrative:
Mentor received the device for analysis. Mentor completed a visual inspection of the returned device. Device evaluation summary: during the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  Reason for device explant and/or reoperation: no information available manufacturer¿s reference number: (B)(4).

Event description:
The mentor analysis lab received a 295cc mentor memorygel breast implant on (B)(6) 2023. The return of a device in this manner is characteristic of a removal and replacement surgery, which is being reported conservatively. Implantation and explantation information were not provided and is unavailable. Furthermore, the device could not be associated with any existing complaints within mentor at this time. Should additional information become available, mentor will submit the information accordingly.